Manufacturer narrative:
The customer did not provide information regarding weight of the patient. On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and did not identify any instrument deficiencies. This MDR is related to MDR 1061932-2015-00003 for a similar event with the second sample from the same patient tested on a different date.

Event description:
Customer reported erroneous differential test results, without instrument generated messages, was generated when using the unicel dxh 600 coulter cellular analysis system. There were two samples from the same patient, one collected and tested on (B)(6) 2014 and the other sample was collected and tested on (B)(6) 2014. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The erroneous test results were reported out of the laboratory. There was no death, injury or affect to patient treatment associated with this event. Note: this MDR is for the event occurring on (B)(6) 2014. MDR 1061932-2015-00003 was filed for the event occurring on (B)(6) 2014.